Event description:
Post-operative complications were reported in a review of prospective data on 146 consecutive patients from a surgical database that underwent a decompression (diskectomy or laminectomy) or fusion. All patients were working prior to surgery. Follow up averaged 55 months (range 24-106 months). Returning to work after fusion took an average of 3 months longer than returning after decompression. Two patients developed an infection sometime post-op. No further details were provided.

Manufacturer narrative:
The average age of the study patients was 45 years; ages ranged from 19 to 60 years posterior instrumentation including mpa screws (details not provided). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. (B)(4).